Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique resulting in peritonitis. The breach was further specified as the patient did not wear a mask and did not clean area before starting pd therapy. The patient was hospitalized on the same day as onset and started treatment with reflin (1g), forzid (1g), and heparin (1000 units) routes and frequencies not reported. At the time of this report, the patient was outcome was unknown. Treatment and pd therapy were ongoing. It was not reported if the patient was retrained on proper aseptic technique. Additional information is not available.